Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was 330 mg/dl. The customer's blood glucose was also 524 mg/dl during the call. The customer treated via insulin pump bolus and manual insulin injection. During troubleshooting, no insulin pump anomalies were noted. However, the hardware low level alarm recurred during the self test. The device will be returned for analysis.